Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. The device was returned on 29-jan-2025; however, the device was not confirmed to be related to this complaint until 03-mar-2025. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the distal tip of a 300cm sv-5 .018 straight tip guidewire sheared off in the patient and separated into two pieces. The main body of the guidewire was not affected. The separated segment of the guidewire was removed with an unknown snare. The procedure was completed with a new unknown guidewire and continued like normal. This was during a fistulagram procedure, and the guidewire was in the brachial fistula when the damage occurred. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. Unusual force was never required when using the device. The guidewire was not being used with another device when the damage occurred. The distal tip of the guidewire ¿pgw .018 sv short 300cm st¿ was received inside a plastic container. The piece was unpacked for visual inspection, and only the distal end of the coil wire was returned. The distal section of the core wire was not included for analysis. The returned coil wire showed signs of unravelling, but no other damage or anomalies were observed. The distal tip was analyzed using a vision system to magnify the damaged area, confirming that only the distal portion of the coil wire was returned and that it exhibited both unraveling and a fractured/separated condition. The fractured surface of the coil wire was examined under magnification, revealing ductile dimples indicative of a process known as microvoid coalescence. During this process, as the material is subjected to tensile stress, microscopic voids form and merge, eventually leading to fracture. These voids create cuplike depressions on the fracture surface. This failure mode is characteristic of materials exposed to excessive mechanical stress¿when the applied forces exceed the material¿s resistance properties¿resulting in fatigue failure. The reported "distal tip-separated" condition was observed during product analysis, as only the distal tip of the guidewire was returned. Product evaluation results suggest that the device was subjected to excessive mechanical stress; however, the exact source of this stress could not be determined. The user reported no unusual force during use, indicating the device was handled within normal procedural expectations. Nonetheless, possible procedurally related factors contributing to the observed distal coil separation may include unrecognized tip entrapment, accumulated fatigue from repeated manipulation, or torque buildup in a constrained segment, as resistance may not always be tactilely apparent. For this reason, continuous visualization under fluoroscopy is recommended during guidewire manipulation. Users are trained to inspect devices for signs of damage both prior to and during use, and any product showing signs of damage should not be used. Safety information is provided in the product labeling to raise user awareness of potential risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature and small side branches.¿ based on the available information and product analysis, there is no evidence to suggest that the event is related to device design or the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 300cm sv-5 .018 straight tip guidewire sheared off in the patient and separated into two pieces. The main body of the guidewire was not affected. The separated segment of the guidewire was removed with an unknown snare. The procedure was completed with a new unknown guidewire and continued on like normal. This was during a fistulogram procedure, and the guidewire was in the brachial fistula when the damage occurred. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. Unusual force was never required when using the device. The guidewire was not being used with another device when the damage occurred. The device will be returned for evaluation.